Event description:
Nurse heard a beep from outside patient room. Control panel and screen blank. Changed to different outlet. Unit does not turn on. Removed vent. Trouble-shoot: found defective power supply. Replaced power supply. Calibrated function check 48 hrs test run before being put into service.